Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia for approximately two hours while using the ilet and an infusion set, with a continuous glucose monitor displaying ¿high,¿ and a confirmatory manual fingerstick also indicating high blood glucose; the user elected not to take a manual injection, changed the infusion site, and glucose values subsequently decreased. Symptoms included no reported physical symptoms of hyperglycemia. Outcomes included resolution of elevated glucose after site change without medical intervention or hospitalization. Investigation included user counseling on potential manual injection and temporary pump disconnection, as well as verification of high glucose via fingerstick and assessment of the infusion site function. Investigation of this case revealed no device alarms reported, no issues detected with the removed infusion site by the user, and a cause that remained unclear given improvement after site change without confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.